Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had soreness at the pocket site. The physician aspirated the pocket and drew back a cloudy bloody fluid. Trouble shooting included x-rays and impedance testing. The patient¿s status was alive with no injury. The patient reported swelling and pain at the pocket site. The culture came back positive for staph and the entire spinal cord stimulation (scs) system was explanted. The patient was prescribed vanco and was being titrated based on lab values. There were no plans for re-implant at the time or report.